Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 598mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The customer's most recent glucose reading was 114mg/dl. It was that the doctor recommended having the insulin pump replaced. Advised the customer revert to back up plan. No further information was provided.